Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880.

Event description:
It is reported that upon placement of implant, clinician was unable to separate the fixture mount from the implant. Implant was removed, new implant placed. Tooth site # 14 (universal).

Manufacturer narrative:
One tapered screw vent (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Functional testing was performed and the mount was normally disengaged from the implant. Pre-existing condition as noted on per was type iii (low) bone density, poor oral hygiene, htn, bph, and elevated cholesterol. The device was located on tooth site #14 (universal). The implant was placed and removed same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1244453) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1244453) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.